Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) shutdown and goes to the cns splash screen when it tries to boot up and restart. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following fields are not applicable (na) to the MDR report. Concomitant medical devices were requested from the customer but the information was not provided.

Event description:
The biomedical engineer reported that the central nurse's station (cns) shutdown and goes to the cns splash screen when it tries to boot up and restart. No patient harm reported.

Manufacturer narrative:
Details of complaint: the customer reported that a pu-681ra unit was stuck in a boot loop. The customer sent the device in for evaluation and repair. Service requested / performed: repair/evaluation. Investigation summary: the root cause of this issue can be determined as component failure as the hard drive required replacement and the software required an update to resolve the issue. Based on sop07-003, no CAPA is required as the overall risk rating is medium and the quality event does not warrant a corrective action. The following fields are not applicable (na) to the MDR report: d4 lot # & expiration date g4 device bla number the following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: on 07/08/2019 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: on 07/09/2019 emailed the customer via microsoft outlook for patient information: no reply was received. Additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The biomedical engineer reported that the central nurse's station (cns) shut down and went to the cns splash screen when it trying to bootup and restart. No patient harm reported.